Event description:
Removal of 40mm liner and head. Converted to a constrained liner. According to surgeon, patient had dislocations due to poor soft tissues.

Event description:
Removal of 40mm liner and head. Converted to a constrained liner. According to surgeon, patient had dislocations due to poor soft tissues.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
The event was not confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for this lot.